Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device was explanted due to infection. After the pocket has healed, the patient may receive an implantable cardiac monitor (icm) to determine if a pacemaker product is needed. There were no patient consequences.